Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic thoracoscopic lobectomy, when cutting the blood vessel, the product was installed normally but could not be fired. It was noted that the surgeon was able to press the green button and squeezed the handle. After replacing the device with the same model of product, it was used normally. There was no patient injury.